Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her left breast. The rash was described as being red and itchy. The patient consulted her physician who prescribed a lotion. Follow-up indicated that the patient's rash was healing up and felt much better.